Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was submerged. Subsequently, multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 240 mg/dl.